Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the ventilator failed during a case. There was no injury reported.

Manufacturer narrative:
The log file was analyzed whereby it was determined that the device passed the automatic power-on self-test (post) in the morning of the date of event without deviations. The first two procedures of the day ran without producing relevant error entries in the log. The concerned surgical procedure ran stable and unremarkable for approx. One hour until the self-monitoring function detected a communication problem between the cpu board that controls the gas dosage and the user interface. In a situation where ventilator and gas mixer enter a fail state simultaneously the supervisor software routine is designed to switch-off both subsystems. The device went into the so-called "safety mode" and alerted the user to this condition by means of a corresponding alarm. If such deviation would occur during use the operator has to set up adequate oxygen and a-gas flows manually to perform manual ventilation with the in-built breathing bag; monitoring functionalities of the device are not affected by this kind of error condition. The procedure how to establish the emergency gas supply is laid down in the IFU. In the particular case the device was further used in monitoring mode for 10 more minutes after the event before it was put into standby. The particular pcb was replaced as a precaution; the device is back in use without further problems reported to date. Dräger knows a certain number of similar events - none of these events could be traced back to a clear root cause. The fact that the identical type of board is used in the workstation twice and does not exhibit malfunctions in the second application periphery makes a general design issue rather unlikely. In the particular case the replaced pcb has been installed into the periphery of a lab device; a seven-days endurance run went uneventful. A reasonable explanation for the phenomenon would be electrostatic discharge of the user during interaction with the device or any other kind of electromagnetic disturbance that exceeds the immunity barriers of the device. The primus was developed in compliance to the requirements of iec 60601-1-2. The number of similar cases is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the ventilator failed during a case. There was no injury reported.